Event description:
It was reported that attempt to attach impactor to stem. The instrument was defective and would not attach. We have two impactors in each set so the second was used. The defective instrument was replaced from set.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. No abnormalities were noted. Functional inspection. The returned device was functionally checked using a securfit stem (catalog: 6054-1218s, lot mmrp8j). The returned impactor handle was easily assembled and disassembled with the sample stem. The returned device is deemed functional. Dimensional inspection: not performed because there is no indication the event was related to dimensions of the device.

Event description:
It was reported that attempt to attach impactor to stem. The instrument was defective and would not attach. We have two impactors in each set so the second was used. The defective instrument was replaced from set.